Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the returned device revealed evidence of clinical use. The device was identified as a polyester material (blue). The plastic tip was confirmed to be broken. The results of the visual inspection determined that the reported event was confirmed. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are: use error: excessive force applied to cannula. The reported event will continue to be monitored through post-market surveillance. Instructions for use (IFU): "careful handling of instruments is necessary to avoid damage or breakage." "Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." This report is being filed due to sss being in a two year reporting cycle for the tip of the trocar breaking off.

Event description:
It was reported that the trocar broke into pieces inside of the abdomen of a patient. The pieces were retrieved laparoscopically. They opened a new device and continued the case. There was no medical treatment or intervention required and no adverse consequences associated with this event.